Event description:
The customer reported there was a motion failure that caused a loss of the motorized rotational movement. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.